Manufacturer narrative:
(A device evaluation was not performed as the customer acknowledged that the root cause of the reported issue was due to the customer delivering override boluses and not entering bg value or grams/carbohydrates value. The contact acknowledged the information and was recommended to consult with healthcare provider.), (no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.)

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, the customer delivers override boluses and does not enter bg value or grams/carbohydrates value which caused bg to decrease from approximately 275 (mg/dl) to the 50's (mg/dl). The contact acknowledged the information. Treatment method was not provided by the contact. Recommendation was made to consult with healthcare provider regarding diabetes management.